Event description:
In (B)(6) of 2023, the doctor had we wear a zio heart monitor. They were checking for an abnormal heart rhythm. I was told I needed to wear the monitor for 14 days. After three days, the device failed and it fell off. I reported it to the doctor. They requested I wear another. I told them that I could not afford to be double billed. The doctors office contacted zio and explained that the device failed. They were instructed to mail it back to zio anyway. I was told the issue of the first device was settled and I would not be billed for it. Later, I was issued a second device. Despite following the instructions, this device came off after 3 days again despite me being told I needed to wear it for 14 days. Once again, it was sent in however this time I was told that the device recorded a pvc. Since then, zio has sent me several letters requesting payment for both devices. I would have never accepted the second device if I had known they were going to try and bill me for the first failed device. Going by what they say, I should have gotten a new device every three days for 14 days. This would cost thousands of dollars and the patient would only find out after it was too late. I should not be billed for the first one. Secondly, there devices do not do what they claim. They fall off early and the company clearly has no customer service. I have been going back and fourth with them since (B)(6) and it's now (B)(6). They are lying to the consumer/patient and trying to run up the bill on unsuspecting patients. In the end, the patient is left with an incomplete test and a large bill. This is not what I agreed to. Thank you, (B)(6). Ref report: mw5149433.